Event description:
It was reported that patient underwent tha revision surgery due to dislocation. During surgery the explanted femoral head was found to be size 32+0 and not 28+4 as expected. It was reported that during implantation surgery, when size 28+4 femoral head was planned to be implanted the boxes were checked and no problem was identified. Explanted femoral head was identified with part#71303200, lot#17am14045.

Manufacturer narrative:
Please review attached for the investigation results. (B)(4).